Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor encoder error while filling insulin. The customer's blood glucose reading was 375 mg/dl at the time of incident. The customer also indicated a past event of a hospitalization for diabetic ketoacidosis and was in the hospital for 4 days. Troubleshooting found that the drive support cap was normal but the customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and alarm confirm in alarm history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. We were unable to complete functional test and confirm excessive no delivery alarm due to motor error alarm. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.